Event description:
Revision surgery - the pt suffered hip pain. Radiographic evidence showed a trochanteric fracture and osteolysis. The surgeon wanted to fix the fracture and check the components. The stem and cup were in good condition, and a polyethylene and head exchange were all that was necessary. The 38 cobolt chrome head and mp10 metal on metal liner were removed.

Manufacturer narrative:
The reason for the revision surgery was to remedy pain after 6.8 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product for an undersized dimension in a non-functional area and was accepted. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the pain was most likely due to a fracture. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.